Manufacturer narrative:
All available information was investigated, and the reported clip open while locked was unable to be replicated in a testing environment. Additionally, a corroded actuator coupler was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of reported clip open while locked (cowl) was unable to be determined. The observed corroded actuator coupler seems to be due to residual saline solution left in the device from the procedure. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a clip opening while locked. It was reported that a patient presented with grade 3 functional mitral regurgitation (mr), thick leaflets, a small atrium, and a transseptal height of about 3.6 cm. During a mitraclip procedure, an xtw opened while locked, post-deployment. The clip was closed and opened to an angle of 40 degrees. The mr was sufficiently reduced, but to provide security to the xtw, and additional mitraclip was implanted lateral to opened clip. The mr was reduced to grade 1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.